Event description:
It was reported that during a mid left anterior descending (lad) coronary artery stenting procedure, after pre-dilatation, a 3.5x28mm xience v stent was implanted. After post-dilatation with a non-abbott balloon, a mild, distal edge dissection occurred. A second unplanned xience v stent was implanted to treat the dissection and a good end result was noted. The patient was discharged in stable condition. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.